Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported the patient needs to be implanted with a PICC catheter due to transplantation, and during the catheterization process, the guidewire is successfully delivered to the human body, and the external leakage of the guidewire head is bifurcated, resulting in resistance and difficulty in entering the sheath.